Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stated that the insulin pump was exposed to water, there was fluid under the lcd display and had a blank display. The customer also reported a stuck button alarm and a pump error 68 alarm (trace pointers are invalid). The customer also reported that the insulin pump got over heated and also the time clock was not visible on the screen. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the pump error alarm and the customer was unable to clear the alarm. Troubleshooting was performed for the blank display and the display returned after restart. Troubleshooting was performed for the stuck button alarm and fluid in pump and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was declined by the customer for pump overheating. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. All buttons function properly. No blank display, device heating up, pump error 68 alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck button error alarm or pump error 68 alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage found on the pump case. Blank display, device heating up, pump error 68 alarm, keypad/button unresponsive/button error alarm, time/date anomaly or exposed to moisture not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.